Manufacturer narrative:
Upon follow-up, it was reported that the patient's treatment with dianeal and extraneal therapies were discontinued two weeks ago and the patient was switched to hemodialysis (twice a week). At the time of this report, antibiotic treatment for peritonitis was discontinued and the patient has recovered from the peritonitis event. It was reported that the patient's catheter has been removed for patient and was planned for re-catheterization after 1 month. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with meropenem injection (500mg, ongoing, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.